Event description:
It was reported that during a laparoscopy for potential endometriosis, the surgeon tried to insert a veress needle to insufflate. This technique would not work as the device was not long enough, he then tried inserting a regular trocar and it was too short as well. He used an extra long trocar without insufflation, during this placement of the device a vein was knicked, and a vacular surgeon was called to repair the damage. There was no significant blood loss, the patient encountered open surgery to repair the vein with sutures. The procedure was extended 15 minutes. Patient was reported to be obese, there was no additional patient consequence. Device is available to return.

Manufacturer narrative:
Information anticipated, but unavailable at this time.